Event description:
Device 1 of 2: reference MFR report: 1627487-2013-15713. The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt is unable to communicate with or charge his ipg. Additionally, a communication error massage appeared on the programmer. The sjm representative met with the pt and confirmed the issue. The pt stated he has not charged his ipg in approximately 45 days. Follow-up information indicated the x-rays were taken and revealed the leads had migrated. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.